Manufacturer narrative:
During the evaluation, additional issues were found. The bending section cover adhesive was detached. The connecting tube, grip, scope cover, switch one (1), universal cord, scope connector, and plastic distal end cover had a scratch. The forceps channel port and universal cord had a dent. The suction cylinder was shaved. Due to wear of the angle wire, the bending angle in up/down/left/right direction did not meet the standard value and the play of up/down/left/right knob was out of the standard value. The light guide lens had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, it was noted the forceps elevator on the duodenovideoscope had foreign material due to insufficient or incorrect reprocessing. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material that remained in the device was unable to be identified, therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.